Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed the displacement test. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they have removed and replaced the batteries but that it did not resolve the issues. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 189 mg/dl at time of reporting. Nothing further reported.